Event description:
Per complaint (B)(4), patient experienced failure of implant to integrate.

Manufacturer narrative:
Additional information: section a4 provided as unknown.

Manufacturer narrative:
Follow-up submitted to report device evaluation.